Event description:
It was reported that during a whipple procedure, the jaws would not open and would not close. The jaws would not grasp together. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the instrument was received with the energy button detached and not returned with the instrument. The device did not open and closed as expected due to the detached button. Testing with the generator was limited because of the detached button. The instrument was detected by the generator. Without the button the instrument cannot be easily activated and can prevent the jaws from opening and closing as expected. Our manufacturing process verifies the presence and functionality of the instrument prior to shipping. No conclusion could be reached as to how the button detached from the instrument.

Manufacturer narrative:
(B)(4).